Event description:
Customer reported via phone call that they have a blank display. The blood glucose reading is unknown.

Manufacturer narrative:
The pump was received with a constant blank flashing white light lcd due to a vertical cracked lcd controller. No unexpected black screen was noted. The pump was received with minor scratches on the lcd window, cracked battery tube threads, a scratched case and pillowing keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.